Event description:
The unit was returned for repair. Follow-up attempts to obtain additional information were unsuccessful. No patient involvement or complications were reported. The device subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the battery drawer, upper case, and two side bail covers broken. The battery contacts were also compressed and the ring bent.